Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown. An exact date was not provided but it was reported that the issue happened the week between (B)(6) 2017. If explanted, give date: not applicable as there is no indication that the lens was explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol), the doctor observed that lint was stuck to the posterior surface of the lens. Reportedly, the foreign material was removed during the irrigation/aspiration (I/a) procedure. No further information was provided. The same issue happened in two patients. This report is 1 of 2.